Manufacturer narrative:
The device was returned to a third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Based on all available information, the investigation determined that the reported complaint was due to a faulty/defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.